Event description:
It was reported that the couch experienced an unexpected descent of ~2in while operating the couch via cck. A patient was on the table at the time of the incident but no injury is reported. The (B)(4) did not show burn damage.